Manufacturer narrative:
H3, h6) the 9734456 inserter case part was returned to the manufacturer for evaluation. The returned inserter was bent at the tip. Both prongs were twisted. Otherwise, with markers attached and fully seated, the inserter displayed a good geometry error with normal tracking. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that prior to the procedure the tip of the instrument was noticed to be bent. There was no patient involvement.